Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n239565, implanted: (B)(6) 2010, product type: accessory; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding the delivery of fentanyl (10000mcg/ml, 2500mcg/ day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient experienced a return of pain and heard voices 1-2 prior to (B)(6) 2015 (motor stall, see related event. Please refer to mfg. Report # 3004209178-2015-21076. It was initially reported the symptoms preceded the motor stall, then additional information stated the symptoms occurred the day of the motor stall. The current report interprets the symptoms as preceding the motor stall. The related mfg. Report interprets the symptoms as occurring with the motor stall. Additional information was requested from the hcp regarding any diagnostics/actions/interventions required, the cause of the return of pain and hearing voices was determined, and if the symptoms resolved.